Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that while interrogating the device prior to implant, the device was found to be in back-up vvi mode. The device was not implanted.

Manufacturer narrative:
The reported field event of backup vvi reset mode was confirmed in the laboratory. Temperature chamber testing identified an anomalous component on the hybrid circuitry that was sensitive to cold temperatures. The device test ed normally at the warmer temperatures and at body temperature.